Manufacturer narrative:
Concomitant medical products: product ID: 37083-60, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: extension. Product ID: 37083-60, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: extension. Product ID: 09100-60, lot#: yy0047676k, implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: lead. Product ID: 09100-60, lot# yy0047473k, implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 37083-60, serial/lot #: (B)(4), ubd: 04-dec-2024, UDI#: (B)(4); product ID: 37083-60, serial/lot #: (B)(4), ubd: 08-jul-2024, UDI#: (B)(4); product ID: 09100-60, serial/lot #: (B)(4), ubd: 28-nov-2024, UDI#: (B)(4); product ID: 09100-60, serial/lot #: (B)(4), ubd: 14-jun-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study, manufacturer representative) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had pain in the area of the leads and had wound healing problems. There was skin erosion with palpable piercing of the skin through the leads. Lead migration/dislodgement was reported. The patient was hospitalized and the leads and extensions were surgically removed and not replaced. The outcome was resolved without sequelae. Etiology was possibly related to the device or therapy and implant procedure.